Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 344mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set site. Reportedly, the customer is very lean and might have been inserting the infusion set site into muscle. An infusion set site change was performed and insulin deliveries were resumed. Subsequently, an additional occlusion alarm occurred later on in the day. The customer performed troubleshooting on their own and did not observe insulin dripping out of the tubing and the occlusion alarm reoccurred. The customer's bg level was 213mg/dl and the customer reverted to manual injections for insulin therapy. During the report, the customer reloaded the cartridge an no drops were observed during the fill tubing process. A test bolus could not be delivered as the customer did not have enough insulin remaining in their cartridge. Tandem technical support advise the customer to perform a supply change to address the issue.